Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula was not properly inserted in the infusion site, which could interrupt insulin delivery and contribute to hyperglycemia. Lot qualifications were reviewed and the product lot met all accepted criteria.

Event description:
The customer reported that the cannula was not properly inserted at the infusion site and that the cannula was bent.